Manufacturer narrative:
The company representative verified original error code 10 issue in the error log. The company representative replaced the "executive processor board" (part number-0670-00-0770e), "front end board" (part number-0670-00-0668e) and re-loaded software. Performed all the functional and safety checks to meet factory specifications. The pump was returned to the customer. The replaced parts are being returned to the manufacturing facility in (B)(4), for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
The flight nurse called at the bedside of a patient they were trying to pick up. She reported that their transport pump showed "error number 10 helium transducer not calibrated" and would not pump. They had followed the help menu and restarted the pump with no success. It would not pump. The patient was switched to another pump for transportation. No patient injury was reported.